Event description:
It was reported the patient had no stimulation following a fall. Increasing stimulation to 3.4 v resulted in stimulation sensation higher up their left buttocks than before the fall. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0j0wa, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).